Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the touchscreen was cracked. The cause of the crack was unknown. Reportedly, the pump was still functional. There was no reported impact to the customer's blood glucose level. Reportedly, the pump would continue to be used for insulin therapy.